Event description:
The patient reported that the pump keeps rebooting. He stated that he has tried two different batteries, and the pump will go to the verification screen but then when he tries to set the correct battery type, the pump shuts off. There was no reported adverse event as a result of the power issue.

Manufacturer narrative:
(B)(4).animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.